Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that 2 pipeline devices failed to open at the distal tip. The patient was being treated for 2 aneurysms. Left internal carotid artery (ica) terminus aneurysm (previously clipped) and supraclinoid aneurysm proximal to the ophthalmic. The distal aneurysm was successfully treated with a pipeline. However, while attempting to treat the lower aneurysm, the pipeline failed to be released from the pts sleeves. This event was reported to have occurred with 2 pipeline devices. A new pipeline 450-14 was used to treat the patient. The anatomy through the internal carotid artery was very tortuous.